Manufacturer narrative:
Evaluation: digital pictures were returned for investigation. The pictures were forwarded to the manufacturing supplier. Their investigation states that the reporter stated that the pt pulled on the catheter. Examination of the supplied pictures shows a large amount of exposed wire seen that confirm the ruptured wall that could have resulted from stretching the catheter. The manufacturing records were reviewed and revealed no data to support the presence of a weak lumen wall that could lead to a wire protrusion or any sensor dimension issues or insertion errors that could have caused the incident. Review of the sample pictures showed two ruptures with approximately 2-3" of protruding sensor wire. The sample evidence is consistent with incidents caused by over stretching the catheter contrary to usage instructions. Historically, such incidents are caused when the catheter is stretched so that the temperature probe cannot return to its original position. This caused the wire to kink inside the lumen and to penetrate through the shaft wall. Review of the instructions for use show a warning that states: do not stretch the catheter during insertion, use or catheter withdrawal.